Event description:
It was reported that the customer experienced high blood glucose and that the insulin pump alarmed no delivery. The blood glucose reading was in the 400 mg/dl range; the customer's mother estimated it to have been at about 411 mg/dl. She noted that when the customer was picked up, they were able to successfully give him a bolus using the insulin pump. They changed the infusion set and checked the blood glucose reading, which had dropped to 275 mg/dl. On a separate occasion, the customer's mother reported a few no delivery alarms that occurred just prior to needing to change the infusion sets. She stated that the blood glucose reading was in the 200 mg/dl. She reported that most of the bolus delivered before the alarm occurred, so they changed the infusion set and it was fine thereafter. The insulin pump was not present for troubleshooting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.